Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. The incidence of perioperative cardiac arrest after open heart surgery ranges from 0.7% to 2.9% there are multiple etiologies of cardiac arrest, a rare cause is valve failure. The principal causes of cardiac arrest post cardiac surgery are electrophysiological disturbances like arrhythmia or reversible mechanical causes such as graft malfunction, cardiac tamponade, major surgical bleeding or tension pneumothorax. A definitive root cause could not be determined. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that a patient died two (2) days after the implantation of a bioprosthetic heart valve due to cardiac arrest and low cardiac arrest syndrome. As reported, the surgeon did not rule out device involvement. No other information was provided.